Event description:
It was reported that (1) device was used during a laparoscopic bpo procedure. It was reported by the rep that the tsb45 device was opened, and when the surgeon fired the device, the cartridge fell from the jaws into the pt. There were no staples or cutting of the instrument. The staple cartridge was removed from the pt and another instrument was used to complete the case.